Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history/histories found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient reported unusual noise and discomfort during rehabilitation. X-rays were performed and confirmed stem subsidence and associated sub-trochanteric fracture. Subsequently, a revision was completed fourteen days post implantation of a total hip arthroplasty. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: item name# tprlc 133 fp type1 pps ho 7.0; item# 51-101070; lot# 7374475. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.